Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with complaints of shortness of breath. Upon interrogation loss of capture was noted. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced successfully. The patient tolerated the procedure well and would be followed normally.